Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was failing carbon dioxide (co2) calibration and had fluid leaking on the left side of the instrument. The leak was contained within the ionized selective electrode (ise) drip tray. The customer discovered that tube 33 was disconnected from the co2 alkaline buffer bottle and had leaked into the drip tray. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat and eyewear during this event. No erroneous results were generated. No injuries were sustained by any lab personnel.

Manufacturer narrative:
Bec customer technical support (cts) worked with the customer to reinstall the tube and replaced the reagent, which resolved the issue. No further leaks were observed. Service was not dispatched for this event since the customer corrected the issue. (B)(4).